Event description:
It was reported that the water reservoir was low and air inclusion and low flow were indicated. Water leak was found in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 28nov2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is covered by CAPA # 2666889. "The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool. " the device was evaluated upon receipt. Drain valve needs replacement. Replaced drain valves. Arctic sun passed all tests successfully and unit is ready to be back in service. Labeling review is not required because labeling could not have prevented this issue. Correction: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water reservoir was low and air inclusion and low flow were indicated. Water leak was found in an arctic sun device. Per review of wo on 28nov2024, device was used on patient and there was no patient injury report. Per follow up information received via mail on 28nov2024, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.